Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(6) medical center regarding tissue that was difficult to cut over a three week period, following processing using three (3) peloris tissue processors (B)(4). Specific date on which the sub-optimal processing occurred were not provided.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.06.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however a baxter field service technician performed device evaluation at the customer location. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of a depleted battery alarm, and the root cause was determined to be depleted main batteries. The main batteries were replaced to repair the reported condition. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.